Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. The explanted lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that during a revision procedure, the physician was trying to put a new lead but it was bothering the patient due to his anatomy. The physician decided to remove the lead and implanted another two new leads. No device malfunction was suspected. Postoperatively, the patient was experiencing pain at his pelvis. It was believed to be an irritation of nerve or some cerebrospinal fluid (csf) leak. Computerized tomography (CT) scan with contrast was performed and the result was negative except for gas. The patient will have an enema procedure. Fluid drain was performed and the patient was doing well.